Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition could not be reproduced. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch. The lower auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.